Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that during a clinical case the site was having issues with transferring images over to the stealth. Stated they were able to transfer the first spin but were unsuccessful in the remaining scans. They had tried to manually transfer as well but were still unsuccessful. They stated that they needed two scans because of the length of the spine. It was further noted that the system has been performing as intended. The site hasn't had any other issues with the imaging system with image transfer. It was further stated that the 3rd spin was successful. No system checkout stated was needed until further notice. The site experienced 10 minutes delay in the case. There was no reported impact on patient outcome.